Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous vertebroplasty due to compression fracture. Intra-op, during inflation, the balloon ruptured at the end. The procedure was completed by using a substitute. No patient complications were reported.